Event description:
It was reported that pt participating in clinical trial. Pt operated in 2008, and sustained a periprosthetic fracture post op after stumbling after raising from the toilet nine days later. Pt was revised eight days later. Revision surgery of all components was done on on the day. Xrays attached.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.